Event description:
It was reported that since (B)(6) 2014, the patient reported pain at the implantable neurostimulator (ins) pocket. They also noted a ¿noise¿ coming from the ins. Allergy testing was done, but the physician indicated there was no allergy. Impedances were ¿ok¿ and reprogramming was not useful. Upon viewing the ins via x-ray, the ins seemed ¿a little inclined toward.¿ the ins was later explanted. No outcome was provided with this event. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins was functionally okay.

Event description:
Additional information received reported the patient was doing well after the explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.